Manufacturer narrative:
The incident report contained information that during a percutaneous transhepatic biliary drainage procedure of treating a chronic total occlusion (100% stenosed), the polymer jacket of the hi-torque connect guidewire was separated from the core. The complaint dialog did not provide any information related to friction experienced by the physician. However, there is a probability that resistance may be experienced due to a chronic total occlusion. The guidewire was found to be severely deformed over the entire length (bent and kinked). This may suggest that the guidewire was exposed on robust handling while friction was experienced during attempts of advancing the device through the 100% stenosed lesion. The complaint dialog contained information that the polymer jacket pieces were not left in the patient anatomy. This was concluded by the physician based on the inspection of the guidewire upon removal from the patient anatomy. However, upon lake region medical inspection the polymer jacket was found to be severely damaged - torn and separated. Based on this observation it is not possible to confirm whether there was any part of the polymer jacket missing or not. There was no reported adverse patient effect and clinically significant delay in the procedure. The procedure was not successfully complete and there were no more attempts to complete procedure. The device lot history records have shown that there were no anomalies or non-conformances raised that could have contributed to this failure mode. There is no evidence to suggest that the design of the guidewire or any manufacturing related concerns has contributed to the incident. Upon inspection of the returned guidewire, the diameter measurements were found to be within the specification except polymer jacket length due to damage (torn and separation). The congo red test was performed on the returned guidewire as per the procedure sop607 which tests for presence of the hydrophilic coating. This test confirmed that the guidewire polymer jacket has been coated by hydrophilic coating over the entire length of the polymer jacket. Robust handling remains the most likely root cause of this incident. A review of the design fmea was carried out and this has indicated that the risk was included and that the current controls are considered sufficient. Design controls have demonstrated compatibility of this guidewire with appropriate other devices (B)(4). The dfu states that the guidewire should not be manipulated if resistance is met. It also states that if a guidewire is intended to be reintroduced, it must be inspected for signs of any damage prior to re-introduction. Based on the documentation review and conclusion outlined above, no further action is warranted at this time. Lake region medical will continue to monitor post-market activity of the device to determine if any adverse trends are noted.

Event description:
The incident report contained the following information: "it was reported that the procedure was to treat a chronic total occlusion that was 100% stenosed. The high torque connect guidewire was used in a percutaneous transhepatic biliary drainage. The polymer coating of the guide wire was sheared under fluoroscopic screening. It is unknown if any of the peeled coating was left in the anatomy or if there was any resistance felt during advancement to the lesion or withdrawal from the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided." The incident report contained the following additional questions and answers: please provide part and lot number of the ht connect guide wire. Answer: part number: 1012589, lot unknown. Is the device returning or was it discarded? Answer: device will be returned. Was any of the peeled coating left in the patient anatomy? Answer: unknown. What part of the coating was separated? (Core, polymer, teflon, tip, etc.) Answer: polymer. Was there resistance during advancement of the guide wire to the lesion? Answer: unknown. Was there resistance felt during retraction of the guide wire from the lesion? Answer: unknown. What is the name of the physician? Answer: unknown. Anatomical information? (Vessel/location/tortuosity/calcification/stenosis %/etc.) Answer: total occlusion. Any patient effects? (If yes - treatment? Unplanned medication? Prolonged hospitalization?) Answer: no patient effect. Any clinically significant delay in the procedure? Answer: no. Final patient outcome? (How was the procedure completed/what device was used). Answer: no further attempt to the lesion.

Manufacturer narrative:
Investigation is currently underway.